Event description:
This report involved a 12 mm septoject xl 30ga needle. A 12mm needle is not sold in the united states, but because the company markets a 25 mm septoject xl 30ga needle in the u.s., septodont is reporting this out of an abundance of caution. Spontaneous report, local reference (B)(4). Quality complaint was opened with reference (B)(4). Initial information received on reference from quality departement by email via website's complaint. A patient (sex, age, medical history not specified) had been treated with a needle septoject xl 30g 12 mm (batch number f05166aa and exp date : may-2021) for unknown indication on (B)(6) 2017 and the needle was broken in the patient's mouth. The dentist managed to remove the needle fractured in the patient's mouth without sequelae. At the time of this report, the patient's outcome was recovered. Causality assessment on 26-dec-2017 on initial information received on 21-dec-2017: seriousness: serious > required intervention to prevent permanent impairment/damage (devices) expectedness: needle issue: unexpected br; no adverse reaction: na. Causality: latency: compatible; recognized association: no; analysis: needle breakage occured without adverse events in an unidentifiable patient. The possible causes may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. Given that no sufficient details are provided, the causal relationship between the device and the event was considered as not assessable. Dechallenge: na; rechallenge: na. Concluded causality who: not assessable.

Event description:
Follow-up 1 information was received on 22-jan-2018 from the quality department by email. Additional information regarding results of investigation were received. Based on available data, the tests performed allow us to set aside a failure of the cannula. Considering the description of the incident and as no defect was detected on the needles from this batch during analysis and tests, no cause of origin can be identified for the reported incident. No other complaint was received for this batch out of (B)(4) needles sold. The possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, the use of a needle size inaccurate to the type of injection, multiple injections with the same needle and/or a sudden movement of the patient during injection. Causality assessment re-evaluated on 02-feb-2018 on follow-up 1 information received on 22-jan-2018. The investigations results showed no failure of the cannula. Therefore the causal relationship between the device and the event was considered as unlikely. Concluded causality who: unlikely.

Manufacturer narrative:
All the canulas used to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additional breakage tests carried out on the reserve samples from this batch - in order to check the needle breakage rate in extreme conditions of use - did not show any defect. The description of the complaint does not mention if the involves needle was bent during use or which type of injection was performed. Final comments from the manufacturer: based on available data, the tests performed allow us to set aside a failure of the cannula. Considering the description of the incident and as no defect was detected on the needles from this batch during analysis and tests, no cause of origin can be identified for the reported incident. No other complaint was received for this batch out of (B)(4) needles sold. The possible causes for the reported problem may be the bending of the needle before use, excessive pressure or movement of the needle during injection, the use of a needle size inaccurate to the type of injection, multiple injections with the same needle and/or a sudden movement of the patient during injection.